Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported that the patient was in the hospital due to an infection. Further information from the patient's nurse reported the patient was admitted to the hospital for peritonitis and was treated with antibiotics. A CT scan discovered a spot on the patient's kidney and pancreas. The nurse stated that the patient is recovering and continues to perform peritoneal dialysis therapy without an issue.

Manufacturer narrative:
An email was received from the patient's clarifying that upon further research on her part, it has been noted that the patient's most recent hospitalization was (B)(6) 2017. Although a possible temporal association exists between ccpd treatment with fresenius products and the patient experiencing abdominal pain (associated with nausea, vomiting and diaphoresis) resulting subsequent hospitalization for acute peritonitis; there is no supporting documentation to indicate a causal relationship. Additionally, there are no reported allegations against fresenius products and this adverse event. Due to the information available in the file at the time of this clinical investigation, the etiology/causality of the peritonitis event cannot be fully determined. Concurrently, the patient was noted to be hypokalemic which required replacement during hospitalization with unknown cause. However, it was reported the patient was experiencing vomiting which can contribute to potassium depletion. There are no allegations against fresenius products and this patient event. Furthermore, it was revealed the patient had a trace pneumoperitoneum and small hiatal hernia during imaging while hospitalized. The etiology was not indicated and there was no medical/surgical intervention documented for the patient during this hospitalization in the medical records received. Pneumoperitoneum and hernia are known potential complications in patients on pd therapy. However, there are no specific reported allegations against any fresenius products and the development of these events.

Event description:
A peritoneal dialysis patient's contact reported that the patient was in the hospital due to an infection. Further information from the patient's nurse reported the patient was admitted to the hospital for peritonitis and was treated with antibiotics. A CT scan discovered a spot on the patient's kidney and pancreas. The nurse stated that the patient is recovering and continues to perform peritoneal dialysis therapy without an issue.

Manufacturer narrative:
Date received by manufacture date: date was inadvertently left blank. The date is 08/23/2017.

Event description:
A peritoneal dialysis patient's contact reported that the patient was in the hospital due to an infection. Further information from the patient's nurse reported the patient was admitted to the hospital for peritonitis and was treated with antibiotics. A CT scan discovered a spot on the patient's kidney and pancreas. The nurse stated that the patient is recovering and continues to perform peritoneal dialysis therapy without an issue.

Manufacturer narrative:
Date for follow up is 2017-09-21.

Event description:
A peritoneal dialysis patient's contact reported that the patient was in the hospital due to an infection. Further information from the patient's nurse reported the patient was admitted to the hospital for peritonitis and was treated with antibiotics. A CT scan discovered a spot on the patient's kidney and pancreas. The nurse stated that the patient is recovering and continues to perform peritoneal dialysis therapy without an issue.

Manufacturer narrative:
An email was received from the patient's clarifying that upon further research on her part, it has been noted that the patient's most recent hospitalization was (B)(6) 2017 -(B)(6) 2017.

Event description:
A peritoneal dialysis patient's contact reported that the patient was in the hospital due to an infection. Further information from the patient's nurse reported the patient was admitted to the hospital for peritonitis and was treated with antibiotics. A CT scan discovered a spot on the patient's kidney and pancreas. The nurse stated that the patient is recovering and continues to perform peritoneal dialysis therapy without an issue.